Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and ineffective ablation was observed. There was no patient consequence. During procedure, the catheter was not delivering rf as expected. The procedure was completed successfully by exchanging the catheter with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of char found on the tip of the product returned on (B)(6) 2014 and have reassessed the event as reportable. The awareness date for this record is (B)(6) because of the finding on the product returned.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch electrophysiology catheter and ineffective ablation was observed. There was no patient consequence. During procedure, the catheter was not delivering rf as expected. The procedure was completed successfully by exchanging the catheter with a similar-like device. This event was originally considered non-reportable, however, bwi became aware of char found on the tip of the product returned on october 31, 2014 and have reassessed the event as reportable. The awareness date for this record is october 31 because of the finding on the product returned. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found close to electrode # 2. This condition was not reported by the customer. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the char remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation on october 31, 2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).